Manufacturer narrative:
Data analysis of customer's results was not performed since inratio and reference tests were done on separate days. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. Investigation results from a previous case: donor 1: 1st inr: 2.0, 2nd inr: 2.1, 3rd inr: 2.2, ref: 2.05, bias threshold: 1.05-3.05. Donor 2: 3.1, 3.0, 2.8, 3.53, 2.53-4.53. The minimum two out of three replicates for both donors are within the acceptable bias for accuracy. Accuracy criteria was met. No further investigation required. Root cause of complaint could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.1, lab: ng; (B)(6) 2011, ng, 2.5. Patient's therapeutic range: 2-3 inr.